Event description:
The customer reported no image on left monitor. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the left monitor. The system functions properly.